Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed a hole and reddish material inside the pebax, no other damage or anomalies on the device were observed. The device was connected to the generator and no temperature was displayed due to an open circuit at the tip area. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The temperature issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the hole and reddish material in the pebax could be related to the manipulation of the device during the procedure; however, this could not be concussively determined. The instructions for use (IFU) contain the following information: if the generator does not display temperature, verify that the cables from the catheter to the carto¿ system patient interface unit (piu) and the cable from the carto¿ system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power; do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of a ¿hole and reddish material inside the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿no temperature¿ issue. In addition, the biosense webster inc. Analysis finding of an ¿open circuit at the tip area¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. During the procedure, there was no temperature displayed on the carto or generator. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-oct-2024 there was a hole and reddish material inside the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax on 25-oct-2024 and have assessed this returned condition as reportable.